Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information. This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-04539 for details of the other event. The investigation is still ongoing. Additionally, section a2 (age at time of the event) and a3 (sex) are being corrected. On section a2 and a3, the age was listed as 68 years and the sex was listed as male. However, the age and sex were not provided for this case. Therefore, section a2 and a3 are being corrected to be blank at this time. Should the age and sex be provided, the sections will be updated.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences engineering summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned esheath device revealed the liner was partially expanded approximately 13 cm in length from the strain relief. The tip was noted to be unopened. A liner tear approximately 3 cm in length at approximately 0.5 cm from the strain relief was observed along with a liner strand approximately 2 mm in length at approximately 1 cm from the strain relief. The associated commander delivery system device that was returned with the esheath device was advanced through the esheath and the esheath expanded as designed. The tip also opened as designed. Dimensional testing was also performed on the returned esheath device. The liner thickness was measured along the liner tear and all measurements were found to be within specification. There was imagery provided for evaluation. A review of the provided imagery revealed a liner tear near the strain relief. Additionally, the valve was noted to be stuck inside the esheath at the femoral access. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the inability to advance the delivery system with valve through the sheath was confirmed based on the evaluation of the returned device and available imagery. Although a definitive root cause was unable to be determined at this time, it is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure and caused or contributed to the event. In regard to the sheath liner tear and sheath liner strand, these events were also confirmed based on the evaluation of the returned device. It is possible that procedural factors (excessive manipulation) contributed to the events. Additionally, it is possible that additional device manipulation to overcome the resistance may have been applied during the procedure resulting in the liner tear and liner strand. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner, and lead to a liner tear and liner strand. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported from our edwards lifesciences affiliate in germany, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve, the commander delivery system with crimped valve was unable to be advanced through the 14fr esheath. It was noted to be stuck in the expandable part of the esheath. The entire system was withdrawn and there were no damages noted on the devices. Additionally, there was no patient injury. A second system was prepped and there were no issues during the second implant attempt as the second valve was implanted successfully. The devices were returned for evaluation. Evaluation of the returned valve device revealed two bent valve frame struts while evaluation of the returned esheath device revealed a liner tear and liner strand.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.